Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal bupivacaine (15 mg/ml at 2.08 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient stated they were still having pain and that they "could feel the medication leaking inside her from the pump". It was reported that apparently the hcp did not want the patient to have the pump removed but the patient wanted it removed. There were no known environmental/external/patient factors that may have caused or contributed to the event. It was reported that the patient had the pump removed. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 107 pounds. The patient's medical history consisted of chronic pain. Additional information was received from a consumer (con) reporting that the patient started having problems with the pump like the pump moved or something and then it got turned and was causing pain and they could feel a liquid around the pump so the patient opted to have it removed. The patient stated that the hcp knew they were removing the pump but did not titrate the medication down. The patient stated they spent eight days throwing up and thought they were dying and going through withdrawals. The patient stated they lost twenty pounds and the doctors were doing nothing. The patient stated they demanded to bring the pump home with them. The patient stated that they spoke to pathology yesterday and they told them that the pump was cleaned up and probably sent back to medtronic. The patient stated the pump was removed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the event was unknown. The rep indicated that is impossible unless the catheter was disconnected or broken. The hcp who removed the system never mentioned that being the case. Also, the fact the patient went into withdrawals post removal seems to indicate the pump <(>&<)> catheter were functioning properly. Outcome: the issue was resolved once the system was removed.